Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device was tested for release of the suture through the suture bearing with no abnormalities. It is likely a mal position of the device or friable vessel occurred. In this case, there is nothing holding the suture in place to force the release of the suture out of the bearing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional endovascular thrombectomy procedure with a 7f sheath. Reportedly, the suture did not come out of the suture bearing during device removal. The suture was cut to release the device from the anatomy. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.